Manufacturer narrative:
Unit received with unresponsive down button due to flattened dome (no crease). Unable to perform operating currents, self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit received with minor scratches on lcd window. Unit received with broken reservoir tube lip.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time was unknown. Advised the insulin pump would be replaced.